Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to supra ventricular tachycardia (svt) being detected as ventricular tachycardia (vt). It was noted the patient has been suspected of being non-complaint with medications. The device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.